Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the components were explanted due to peri prosthetic fracture.

Event description:
It was reported that the components were explanted due to peri prosthetic fracture.

Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.